Event description:
Telemetry pack monitor #77--batteries started to sizzle and popped. Battery acid then started to drizzle out of the battery, causing fumes. Patient's blanket was burned by the hot batteries taken out of the monitor by the patient care tech.======================manufacturer response for telemetry monitor, (brand not provided) (per site reporter).======================need to send telemetry box to manufacture.

Event description:
Telemetry pack monitor #77--batteries started to sizzle and popped. Battery acid then started to drizzle out of the battery, causing fumes. Patient's blanket was burned by the hot batteries taken out of the monitor by the patient care tech.======================manufacturer response for telemetry monitor, (brand not provided) (per site reporter).======================need to send telemetry box to manufacturer.